Manufacturer narrative:
The alinity c processing module was considered the likely cause of the issue, as a single definitive cause could not be determined. The instrument maintenance records were reviewed, but no troubleshooting was performed. A review of instrument service history for (B)(6) revealed no additional tickets associated with discrepant or erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review for similar complaints did not identify an increase in complaint activity related to the current issue. The device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6), was identified.

Event description:
The customer observed a falsely elevated potassium result generated by the alinity c processing module for a patient. The sample was repeated, and normal results were obtained. The following data was provided: customer¿s normal range: 4.5 to 5.6 mmol/l. Sid (B)(6): (B)(6) 2025 initial result = 7.4 mmol/l; repeat results = 4.3 mmol/l and 4.2 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated potassium result generated by the alinity c processing module for a patient. The sample was repeated, and normal results were obtained. The following data was provided: customer¿s normal range: 4.5 to 5.6 mmol/l sid (B)(6). (B)(6) 2025 initial result = 7.4 mmol/l; repeat results = 4.3 mmol/l and 4.2 mmol/l there was no impact to patient management reported.